Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report from a nurse from (B)(6) of fungal peritonitis with culture positive for (B)(6) and pseudomonas aeruginosa and intestinal infection coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was diagnosed with an intestinal infection. Information regarding treatment received, lab tests, action taken or outcome was not reported. On (B)(6) 2010, the patient was diagnosed with fungal peritonitis and was hospitalized. It was not reported whether the patient received any remedial treatment. It was not reported whether the peritonitis resolved. In 2010, dianeal therapy was discontinued, and the patient was transferred to hemodialysis. The reporting nurse stated the fungal peritonitis was not related to the dianeal, but was caused by an intestinal infection. A causality statement for the event of intestinal infection was not reported.